Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient states every time he seats in a chair, the cuff gets depressed and he leaks over his lap and seat. The patient wants to know if the cuff could be to close to the base, so that each time he sits, it gets pinched to an open position. Patient liaison provided the patient with advise to sit and try to rotate to relieve the pressure on the cuff. The patient will follow the advise and contact his physician for follow up.